Manufacturer narrative:
Zoll medical corp has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a pt the device inappropriately shut down. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.